Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 1st august 2018. The device was returned with a reported fault of showing paediatric mode with an adult pad-pak installed. Information from the device memory showed the device had never entered paediatric mode and therefore never issued a ¿child patient¿ prompt. Further contact from the customer stated that the device displays the paediatric light when adult pads are inserted. Neither the paediatric nor adult icons on the user interface should light up. This is not a feature on this device and no led is in close vicinity of these icons. The sw2 magnoresistive sensor is the mechanism by which the device detects that a pedi-pak has been installed and therefore will issue the ¿child patient¿ prompt. The sw2 sensor was verified during the investigation with no fault found. Furthermore, the unit was power cycled multiple times with both an adult pad-pak and a pedi-pak, issuing the correct prompts on each occasion. The investigation was therefore unable to confirm the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.

Event description:
Device is constantly beeping. Replacement battery was provided, however this did not rectify the issue. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device is constantly beeping. Replacement battery was provided, however this did not rectify the issue. There was no patient involved in this event.